Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, evidenced by a continuous glucose monitor high reading and a confirmatory fingerstick value of 343 mg/dl, after eating a meal that the user did not announce; the infusion set was an inset 6 mm 32 inch and there were no infusion set leaks, delivery stoppages, or alarms. Symptoms included elevated blood glucose. Outcomes included a subsequent decrease in glucose after guided troubleshooting. Investigation included telephone-based troubleshooting and user education, including a prompted infusion set change and reinforcement of meal announcement practices. Investigation of this case revealed that the device was operating without alarmed faults and that the likely driver of hyperglycemia was a missed meal announcement, with no evidence of infusion set failure or delivery interruption. It was concluded, based on previously established findings for similar reports, that user-related factors consistent with a missed meal announcement were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.